Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6-initial implant date: unknown. Reported event was confirmed by review of photographs. It can be confirmed from the photos that femoral stem is disconnected from the femoral and the shaft that connects to the femoral component is bent / deformed. The femoral component was seen with excessive bone growth. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2012. Concomitant medical products: unknown femoral catalog#: ni lot#: ni, unknown tibial insert catalog#: ni lot#: ni, unknown tibial tray catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee procedure. Subsequently, it has been reported that the femoral stem has fractured. No revision procedure has been reported.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00110 and 0001822565-2019-01242. Patient dob-unknown date, (B)(6). Initial implant date-unknown date, 2016.

Event description:
It was reported that patient underwent knee arthroplasty. Subsequently, patient was revised due to loosening, disassociation of the femur from the stem, metallosis, and damage to the product.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of stem extension shows damage as well as gouging of the flutes. The visual inspection of rotating hinge femoral found the post to exhibit gouging, wear damage and cracked. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.